Manufacturer narrative:
\A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Abdominal dissection; please note: in 2007, two add'l gore tag thoracic endoprostheses were implanted: tg4020/lot# 03994389 and tg4015/lot# 05212424.

Event description:
In 2007, three gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. Postoperatively, the patient did not have palpable distal pulses and suddenly became hypotensive. An angiogram revealed that the aortic valve, ascending aorta, and descending aorta appeared normal with no evidence of occlusion or rupture. Resuscitation efforts proved unsuccessful and the patient expired. As stated in the autopsy report, the cause of death was an abdominal dissection. According to the coroner, the patient's death was not related to the gore tag thoracic endoprosthesis.